Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported the up/down buttons on the infusion device work intermittently and the protective rubber is split and wearing out. The buttons are almost flat, have to be pressed longer than normal to respond, and the audible response is not as loud. She changed the battery on (B)(6) 2013, but this did not resolve the issue. Patient was advised to switch to her backup infusion device, and the alleged infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The buttons passed the functional investigation successfully and comply with the specifications. The up and down buttons produce audible feedback.